Manufacturer narrative:
Manufacturer was made aware of caymen screw fracture on (B)(6) 2015. Patient has not yet been revised. Evaluation is anticipated upon return of parts to manufacturer. Manufacturer will file a follow-up report once new or additional information becomes available. Not returned to manufacturer.

Event description:
Manufacturer was made aware of caymen screw backout approximately 4 - 6 months post-op on (B)(6) 2015.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. X-rays did indicate that the screw was inserted at an angle of approximately 45-degrees, which is well above the recommended 15-degrees documenting in the product bulletin. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of all applicable risk related documents revealed that k2m addresses potential back-out concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the complaint trends related to this screw and back-outs did not reveal any contributing information.